Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Manufacturer narrative:
The field service engineer (fse) was able to duplicate the reported problem and replaced the power management (pm) pcba as a repair action. The device passed its performance testing and was released for clinical use. The pm pcba was returned to the factory as a repair action. At the factory, the pm pcba was thoroughly tested and the customer's issue could not be replicated and no fault was found with the circuit board. The root cause of the customer's complaint was undetermined.

Event description:
The customer reported the ventilator will not power on. There was no reported patient involvement.

Event description:
The customer reported the ventilator will not power on. There was no reported pt involvement.